Manufacturer narrative:
(B)(4). During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log with occurrence date of (B)(4) 2011 during cycle 3. The patient's drain volume was 3313 ml and the largest prescribed fill volume was 2000 ml, which met iipv criteria. The assignable cause of the iipv identified via device log review was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold, and insufficient drain false empty detect and use error initial drain alarm setting inappropriately programmed. Device met specifications for the iipv found in the logs. There were no problems found during an internal inspection of the device that would have contributed to the iipv. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. No issues were identified during a review of the device's previous service history record (shr) that may have contributed to the additional iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2011 during drain cycle 3. The patient's drain volume was 3313 ml and the largest prescribed fill volume (lpfv) was 2000 ml, which met iipv criteria. No patient injury or medical intervention was reported.